Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation concludes there was no defect found for the transmitter and receiver. No data available for evaluation.